Event description:
End users son is stating that head tube is bent, will not raise and lower the head section of the bed. End users son is stating that the lanyard has broke and washer is broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.